Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a black (blank) screen. They said the device appears to be working otherwise. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter pcb was replaced which corrected the reported issue. The device was tested and all steps on the maintenance check sheet in the service manual was performed. The repaired device was returned to the customer.

Event description:
The customer reported that the bsm (bedside monitor) has a black (blank) screen. They said the device appears to be working otherwise.